Event description:
A company representative reported that on 11/08/07, she received a call from a doctor who stated the patient had been admitted to the hospital with blood glucose readings over 600 mg/dl. He stated the patient did not bring her insulin infusion device with her to the hospital, so she had been put on an insulin drip. Company records indicate the patient has received over 15 hours of training. The patient is blind and travels to a medical facility weekly to have her insulin cartridges filled and changed and to have the infusion set tubing primed. On follow up with the patient, she confirmed the above information and stated her symptoms were "not feeling very well." The serial number of her infusion device could not be verified due to the patient being blind but she stated she was wearing her primary infusion device prior to her hospitalization. She stated she was released from the hospital on five days later. She said she switched to her backup infusion device and her blood glucose levels improved. The product was replaced and requested to be returned for evaluation.